Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose of 58 mg/dl with light headedness, tiredness, and "being out of it". The reporter stated that the patient was given oral carbohydrate and the patient's blood glucose rebounded to 264 mg/dl. The reporter stated that the patient's pump had alarmed for multiple occlusion alarms which the patient reportedly cleared. The reporter stated that the patient cleared the alarms but did not disconnect to prime. The patient also reportedly did the fill cannula step each time he primed; customer support advised the patient to use the fill cannula only when the skin site is changed. The patient declined to review the prime history. The reporter also stated that the patient had multiple boluses cancelled by the occlusion alarms totaling 15.23 units delivered however, the initial bolus amount programmed was 8 units. The patient reported not remembering the actual intended amount of the bolus. Customer support advised the reporter that the troubleshooting indicated that there was no pump defect found. Customer support advised the reporter on disconnecting during the prime step and reviewing cancelled boluses in the pump history when completing a cancelled bolus. This report is made based on the allegation that the patient experienced hypoglycemia related to being attached during the prime step and over-bolusing with cancelled boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the patient did not disconnect from the pump during prime to clear the occlusion alarm; the pump displays a warning prior to entering the prime to disconnect. Additionally, the pump bolus history showed the initial bolus was programmed for 8 units however multiple boluses delivering a total of 15.23 units were programmed after the pump cancelled boluses with occlusion alarms. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no defect was found. The reporter indicated that the patient did not disconnect from the pump during prime. Before priming the pump displays the appropriate warning . A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and found to be delivery within the required specifications. There was no activity related to this complaint in the history. No data from the time of the reported inadvertent infusion was available, due to continued patient use.